Event description:
Reporting status: serious injury-medical intervention/ permanent damage. Reporting rationale: stent dislodged and remains in pt at unintended site. Device issue: stent dislodgement. It was reported that the 3.0 x 23 mm rx xience v stent delivery system (sds) failed to cross the pre-dilated, heavily calcified, circumflex (cx) lesion. The xience v sds was removed from the pt, add'l pre-dilatation was performed, and the xience v sds was re-inserted; however, the xience v sds failed to cross again. Upon removal of the sds, the stent dislodged at the mouth of the 6 french guiding catheter. The stent was observed to be floating between the ostium of the circumflex and the left main artery. Another company's balloon catheter was inserted into the dislodged stent and used to deploy the dislodged stent in the ostium of the circumflex and another balloon catheter was used to perform post-dilatation. Add'l xience v stents were successfully deployed. The pt was reportedly doing well. No add'l event or pt info is available.

Manufacturer narrative:
The target lesion was described as highly calcified, which may have contributed to the stent dislodgement. Multiple attempts to cross the lesion were made and it is possible that interaction between the stent and lesion affected the stent attachment. Since the xience v sds was re-inserted, it should be noted that the IFU states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter.